Event description:
It was reported the patient was implanted with rod and crosslinks (t2 to pelvis). Post op day one films revealed one of the break-off set screws from the crosslink remained in the patient. A count of the set screws was not performed intra-operatively. The set screw will remain in the patient. No post-operative complications to date.

Manufacturer narrative:
(B) (4): x-rays were no provided to the manufacturer for evaluation. With the available information, a cause or contributing factor cannot be identified.